Event description:
The customer's family member called to report that the customer has been experiencing low bgs for a few days and had a seizure. The family member also stated that the customer passed out at the school the week of the call. Also the family member indicated that customer has a back up of manual injections and bgs were treated. Troubleshooting was performed. The lead screw over rotated. Informed the customer that a replacement would be sent.